Event description:
In 2005, a reporter provided limited info regarding an event that occurred in 2004. The serial number of the meter and lot number of the strips were unk to the reporter. Reportedly the pt's nurse had replaced the product for the pt; however the product was not returned to the MFR nor was the event reported at the time it took place. The pt reportedly tested on a lifescan meter with a sample of blood from the finger obtained a result of "45.6[mmol/l]". Pt injected additional insulin based on the result, 22 hypurin porcine and 4 hypurin neutral. Neither the time of the injection nor whether a meal was consumed was provided. The pt was to test and take the insulin at 7 a.m and 7 p.m. Each day. The usual amount of insulin and sliding scale were not provided by the reporter. At some point in time the pt was hospitalized, having a blood glucose result of 1.6 mmol(1.6 equates to 29mg/dl.) The method of testing (a meter or lab device) is not known. Pt was given glucose intravenously and remained in hosp overnight. Following release from hosp, pt did not experience any further problems. Because pt reported obtaining a result of "45.6", co concluded that the meter may have been set to wrong unit of measure, mg/dl rather than mmol/l. If a meter is set to mmol/l, it can provide results as low as 1.1 and as high as 33.3, and when set to mg/dl the results range from 20 to 600 mg. A result of 456mg/dl is an elevated blood glucose. (456 mg/dl is equivalent to 25.3mmol/l). Although co has no evidence at this time that the meter malfunctioned and although the result range of the meter is documented in the owners manual, the complaint is classified as an adverse event due to the serious injury.